Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While performing a percutaneous coronary intervention, an attempt to advance a guidezilla was made; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that the collar section and the shaft were nearly separated. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination presented no damage or irregularities in the proximal and distal shaft. The outer diameter (od) of the shaft was measured using a calibrated laser micrometer, meeting specifications. Microscopic examination presented no damage or irregularities to the collar or tip of the device. Microscopic examination revealed a partial separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While performing a percutaneous coronary intervention, an attempt to advance a guidezilla was made; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that the collar section and the shaft were nearly separated. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.